Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the tip of the single site bipolar maryland forceps instrument was broken. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the tip was broken off/detached from the shaft. There was no patient injury. The instrument did not collide with any other instruments or other hard material during the surgical procedure. No images or video recordings were available for isi review. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the single site bipolar maryland forceps instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Manufacturer narrative:
The single site bipolar maryland forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a completely broken grip tip. A piece approximately 0.6265 x 0.1475" was found to be broken off. The broken piece was returned with the instrument. Components adjacent to this broken grip do not show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.